Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/17/2020.

Event description:
The device shut down unexpectedly during use. The device was in use on a patient when the reported problem occurred. The patient was transitioned to a same mode back up ventilator. The field service engineer (fse) evaluated the device and performed a complete performance verification. The fse found in the event log alarms corresponding to the reported issue. The fse powered on the unit after which a proximal pressure sensor calibration data error started to occur. The motor controller (mc) board was replaced and the customer confirmed that the error did not recur. The fse performed each alarm test, each mode test, oxygen test, flow line cleaning, and ground terminal cleaning. Each part was checked, run in tested, loss of power tested, and software version checked (ver.2.30).

Manufacturer narrative:
G4: 31jul2020. B4: 22aug2020. The replaced motor controller board (assy,pcb,mtr ctrlr,v60) was received at the failure investigation laboratory on 22jul2020 for analysis. The customer¿s complaint was verified. The root cause was failure of mux ic u30. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.